Event description:
It was reported to covidien on 02/10/2009 that a customer had an issue with an insulin syringe. The customer states that the cannulas are broken.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.